Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the 80 cm. 5 fr. Powerflex p3 12 x 4 balloon catheter ruptured circumferentially at twelve (12) atmospheres (12 atm.). The physician had to cut into the patient access in order to retrieve the second half of the balloon. The product is not being returned for inspection. There was no reported patient injury. The product was stored as per labeling instructions and was opened in a sterile field. Additional information has been requested.

Manufacturer narrative:
The 80 cm. 5 fr. Powerflex p3 12 x 4 balloon catheter ruptured circumferentially at twelve atmospheres (12 atm.). The physician had to cut into the patient access in order to retrieve the second half of the balloon. There was no reported patient injury. The product was stored as per labeling instructions and was opened in a sterile field. No additional information was available despite multiple attempts. The product was not returned for analysis. A device history record (DHR) review of lot 17383203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst (peripheral)¿ and ¿balloon separated-in-patient (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.